Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 25, 2024 and december 2, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had approximately 5ml of fluid remaining. The issue occurred during patient infusion via catheter. The device was filled with 4147.2mg fluorouracil in sodium chloride 0.9% 115ml. The actual infusion time was 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.